Manufacturer narrative:
The actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a consumer, she was recently changed from monthly contact lenses to the complaint product. The consumer stated that on (B)(6) 2017, she experienced pain, redness, swelling, and blurry vision in the right eye (od) after removing the contact lens. The following day, the consumer consulted an eye care professional (ecp) and was diagnosed with a traumatic corneal ulcer. The consumer was treated with ¿colircusí cicloplejico¿ and moxifloxacin ophthalmologic drops; the ¿colircusí cicloplejico¿ was discontinued after 24 hours, with the consumer remaining on the moxifloxacin afterwards (treatment regimen not specified). The consumer reported that she was still experiencing red eye, swelling, and blurry vision, also noting that it was improved. The consumer reported that the pain had resolved. The consumer was scheduled to return to the ecp (corneal specialist) on (B)(6) 2017. Further information was received from the consumer on 02/16/2017. Medical records could not be obtained, however the consumer stated that the diagnosis given was traumatic corneal ulcer or traumatic keratitis. The consumer stated that the event was not classified as an infection, but was caused by either a defective contact lens or contact lens handling. The consumer confirmed the treatment prescribed as above, stating that the moxifloxacin was prescribed as a prophylactic treatment in order to avoid infection. The consumer saw the ecp on (B)(6) 2017, and it was noted that there was an improvement in the lesion; however, the ecp advised the consumer to continue with the current treatment regimen until scheduled follow-up on (B)(6) 2017. The consumer stated that ¿the progression is slow,¿ also saying that she continues with a red and swollen eye. The consumer reported no pain, but stated that it was ¿annoying,¿ with continued blurry vision that has improved over the course of the event. Further information received from the consumer on 02/22/2017 stated that she was urgently seen by an ecp on (B)(6) 2017 due to worsened pain and vision. She reported that the ecp¿s examination showed that the ulcer had grown in size and had become infected. The previously prescribed moxifloxacin was increased to one drop every two hours and she was instructed to return for follow-up on (B)(6) 2017. Improvement was seen (details unknown) at the (B)(6) 2017 follow-up visit, with the ecp advising to decrease the moxifloxacin to one drop every four hours and adding fluorometholone one drop at night. The consumer was advised to return for follow-up on (B)(6) 2017. Follow up information received from the consumer on 03/07/2017 stated that the consumer was seen by the ecp on (B)(6) 2017, and during the visit it was confirmed that the ulcer closed and the consumer has a little scar. It was noted that the consumer still had blurred vision and was asked to continue using one drop of fluorometholone at night for some days. The consumer was asked to return for checking the blurred vision in two months. Additional information has been requested.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Retain samples were investigated and no deviations were found. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the consumer on (B)(6) 2017; it was reported that the consumer made a follow up visit to the ophthalmologist at the end of the month in april. It was also reported that the blurred vision resolved and the consumer is feeling "well".